Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot mel all pre-release specs.

Event description:
On (B)(6) 2011, the pt was implanted with a gore tag endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2011, CT showed a small proximal type I endoleak. On (B)(6) 2011, the physician implanted an add'l gore tag endoprosthesis which resolved the proximal type I endoleak. The pt tolerated the procedure.